Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during drain. The home patient (hp) stated that his dog bit through the patient line during drain 1. The hp stated that he closed all the clamps. The baxter technical service representative (tsr) advised the hp to disconnect. The tsr assisted the hp with ending the therapy to restart the setup with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 in regards to a damaged patient line and he said he was able to resume therapy after starting over with new supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was animal damage. The label review found the labeling adequate for the suspected use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.